Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that cxps 4k subsystem, fiber scaler card, and video converter required replacements. The technician replaced the cxps 4k subsystem, fiber scaler card, and video converter components, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that touch panel connected to their hexavue custom room rack was unresponsive, the wall display connected to their hexavue custom room rack was losing images and displaying lines, and a surgical display connected to their hexavue custom room rack was displaying distorted images. No report of injury.